Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
D11- intuitive surgical, inc. (Isi) received the permanent cautery spatula instrument involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the customer reported complaint. The instrument was found to have a broken spatula at the distal end, 0.074" x .153" was broken off and was returned with the instrument. The root cause of this failure was due to mishandling/misuse.

Manufacturer narrative:
An RMA has been issued to the customer requesting to have the instrument returned; however, isi has not yet received the permanent cautery spatula instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is obtained. A review of the instrument log for the permanent cautery spatula (part# 470184-13/lot# n102003020020) associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2021 on system sk3656 with 4 uses remaining. There was no photo or video provided by the site for review. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. This complaint is being reported due to the following: it was alleged that a fragment of a broken instrument fell inside the patient. At this time, is unknown what caused the instrument breakage. An unexpected subsequent procedure was required to retrieve the fragment from the patient's anatomy. Blank MDR fields: follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable.

Event description:
It was reported that during a da vinci-assisted radical tonsillectomy surgical procedure, the permanent cautery spatula instrument tip was broken and fell inside the patient. Intuitive surgical, inc. (Isi) obtained the following additional information regarding this event: the instrument was inspected prior to use, and no damage was observed. The surgeon knew about the instrument breaking from the reprocessing team that inspects instrument after procedure. A subsequent procedure was performed, an exploratory esophagogastric duodenoscopy, during which the surgeon was able to retrieve the fragment from the patient's anatomy. Following retrieval, an x-ray was performed to confirm that all fragments were retrieved. The surgeon believed that "wrong instrument removal" was the cause of the fragment to fall. The instrument was in use for 20 minutes and no issue was noticed with the functionality of the instrument during the procedure. It was noted that the instrument may have collided with the other instrument, and the fragment may have fallen during instrument tip collision. Reportedly, the wrist may not have been straightened upon the final removal of the instrument. The surgical staff did not feel resistance upon removal of the instrument through the cannula. No damage was noticed to the cannula or the instrument by the surgical staff upon final removal. There was no adverse effect or injury to the patient. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. Photographic images of the device or video recording of the procedure are not available for review.

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an "adverse event and product problem" rather than just an "adverse event" as previously reported due to the report of a broken tool tip that caused a fragment of the instrument to fall inside the patient, resulting in an unexpected subsequent procedure to retrieve the fragment from the patient's anatomy; which could potentially be related to a product problem. Corrected information can be found the following fields: b1. B1 updated from "adverse event" to "adverse event and product problem".

Event description:
Refer to h10/h11 for follow-up information.